Manufacturer narrative:
An overlapping of the x-ray received with the images in the patient matched plan was performed on 26 october 2015 the tibia implant seems to be implanted as planned (0° of residual varus/valgus). The femur seems to be implanted with 7° in varus respect our planning (0° of residual varus/valgus). Concerning the slope, the tibia implant seems to be implanted with 3.5° of slope instead of 1.5° as we planned; concerning the flexum, the femur implant seems to be implanted with 3.5° as we planned. Please, consider that the x-ray is not frontal or sagittal, so the values I acquire are not completely consistent. On 11 nov 2015 the medical affairs director made the following analysis: there was possibly some problem during implantation of this knee, because the femur has a significant valgus. The tibial component was implanted with a more significant posterior slope than planned, but this is still within normality. It is however difficult to state that this misalignment of femoral component is directly responsible for deficit in extension. No other information is available and therefore the root cause cannot be determined with certainty. On 20 november 2015 it was prepared a final report with the information already submitted in the initial report and here above. On the same day the final report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 08 october 2015: lot 147681: (B)(4) items manufactured and released on 08 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Gmk-sphere tibial insert fixed flex #3/14 mm l ref. 02.12.0314fl lot. 144242 (k121416): lot 144242: (B)(4) items manufactured and released on 16 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Gmk tibial tray fixed cemented # 3 l ref. 02.07.1203l lot. 145585 (k090988): lot 145585: (B)(4) items manufactured and released on 07 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 06 october it was communicated that the revisions was postponed to 22 october 2015 and that no more information is currently available. Not yet revised.

Event description:
On (B)(6) 2015 will take place the gmk sphere revision because of arthrofibrosis flexions and deficit of extension.